Event description:
It was reported that there was a communication problem. There was a broken/damaged recharge antenna. While on the phone, the antenna locate feature was performed, and the patient was only able to get 36 as the highest number. The patient was charging even though there were no boxes. The issue started a couple of weeks ago. The patient stated she disconnected it and, beginning this week, couldn¿t get it to ¿do anything¿, only two boxes and could get it to go higher than that. It was getting low on the back today, stating the implantable neurostimulator (ins) battery was low. It was noted, ¿total shoulder so left arm screwed up and only using one arm.¿ the patient stated she would wet down the antenna when charging but just a little bit. No medical or therapy problem was reported. C500. It was later reported that the ins was moving in the pocket. It was unclear if the patient was able to recharge normally and receiving effective therapy, but it was noted that the patient was able to charge. No troubleshooting or interventions were taken. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: (B)(4).